Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a problem using the device. The patient stated that they were traveling and felt the symptoms of a bladder infection (pain). They wondered if this could change symptom coverage. The patient mentioned that the bladder infection had not been confirmed but their doctor sent them medication ("cetalexin"). They further noted that they had to travel home before the prescription was ready and never got the medication. The patient reported that they had a loss of symptom/¿bathroom control¿ especially at night (although they noted that it ¿never works at night¿) since the onset of the bladder infection symptoms. The patient was redirected to follow up with their healthcare professional (hcp) and it was noted that they had an appointment on (B)(6) to program the implantable neurostimulator (ins) as well. There were no further complications reported or anticipated.